Event description:
It was reported that a large volume intermate was missing the top tip. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13d061 was manufactured from april 26, 2013 to april 27, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.